Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocars leaked. The trocars were replaced with those of another company. There was no patient harm. Additional information was requested and received.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Seven opened trocar cannula/hub assemblies and one opened trocar assembly were received in small parts trays for evaluation. The returned samples were visually inspected. Five samples were found conforming, two samples were found non-conforming with a cut in each septum and one sample was found non-conforming with an open valve. The conforming samples were then leak tested and were found conforming. The exact root cause for this complaint is unknown, however, potential contributing factors related to the manufacturing, molding, and post cure processes of the valves has been identified. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).